Event description:
It was reported during the laparoscopic nissen fundoplication, the rep reported the dr was using non-bladed obturator trocars in the case. The seals broke on (6) trocars during the procedure. The dr threw some of the trocars on the floor and stepped on some of them. The case was completed and there was no consequence to the pt.